Manufacturer narrative:
(B)(4). Visual examination of the returned product shows sign of repeated use and is cracked / fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on (B)(6) 2017 and has therefore been in the field for approximately five years and six months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial poly surface broke during removal. There was no consequences or impact to the patient. No additional information is available at the time of this report.